Event description:
During a pci procedure, the iq guidwire broke. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous right coronary artery (rca). A maverick 2.0mm x 20mm ptca catheter was also used in the procedure. The iq guidewire was successfully removed from the patient. The iq guidewire and the maverick 2.0mm x 20mm ptca catheter were removed together as one unit. No patient injuries or complications were reported.